Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that prior to use of device on the patient in an unknown procedure, the metal attachment on the bag broke into two pieces. Procedure completed with same/like device. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Additional information: the pouch device was returned for analysis with one of the support arms broken and with the distal plug separated from the introducer tube. Upon visual inspection of the components, the distal plug and the introducer tube were noted to have scratches due to an excessive force applied on it. Due to the returned condition of the device, no further testing could be performed. Possible cause of the damage is the application of external excessive force over the device that causes the support arms to become broken and the distal plug to be separated from the introducer tube. The batch record was reviewed and no anomalies were noted during the manufacturing process.